Event description:
It was reported that during an unk procedure, the device did not open. It was not on tissue. Another dievice was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.